Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was having an intermittent power issue and that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: investigation revealed that the battery compartment was cracked and the battery cap threads were stripped. The pump powered on normally to the verify screen with the returned battery cap, however a few minutes into testing the pump lost power due to the battery compartment and battery cap damage. A test battery cap was able to secure to the pump and the pump was exercised for 24 hours with no further power interruptions.